Event description:
It was reported that this right ventricular (rv) lead was explanted due to high pacing threshold. A new lead was successfully implanted. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead was explanted due to high pacing threshold. A new lead was successfully implanted. No additional adverse patient effects were reported. Subsequently, additional information was received indicating there were no damages identified on x-ray or fluoroscopy. The cause of high pacing threshold is unknown. No additional adverse patient effects were reported.